Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced infections, pain, and urinary problems. She returned to her physician several times due to these complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.